Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgeon manipulator (usm) was confirmed for 319 and 32097 repeated errors on arm 3. The unit failed normal mode as error 319 was triggered. The unit was tested on a pftp and failed the fiber test on the rolling loop. Error 1126 was observed in the system logs pointing to the horse fiber received power had fallen below the low warning limit. Symptoms occurred on the down steam from acs board in arm 3 which confirmed the problem on the rolling loop fiber which was swapped with a new one and cleared the error. The rolling loop assembly will be replaced since the error returned after the original was reconnected. The complaint regarding recoverable fault on arm 3 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nurse called and reported a recoverable fault and stated that arm 3 was not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed repeated 32097 errors on arm 3. The customer rebooted the system prior to calling in with no change and opted to disabled arm 3. The tse informed the customer that the system would need to be rebooted to restore arm 3, however it may fault out again. The customer opted to continue the case with arms 1, 2, and 4. The customer then called back and reported of having an issue, and the tse confirmed all the armnets had 307 and 26002 errors. The tse guided the customer through a hard power cycle of the system however upon boot up, all errors cleared except for the 319 on universal surgical manipulator (usm) 3. The customer disabled arm 3 and the da vinci was ready as audible que was heard. The customer continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse verified the present of 319 hard error on usm3 and confirmed the customer reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. All tests were completed, and logs showed no errors associated with armnet 3. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve multiple errors issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.